Event description:
It was reported to philips that device had experienced an etco2 failure. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.